Event description:
Medsun report initially processed to baxter healthcare who forwarded the report to ICU medical. Medsun report received concerning breakage/leakage incident with use of b4018 4-way high flow stopcock with rotating luer. The report states "nurse entered the pt's room and found the 4-way stopcocks cracked and leaking. It appeared as though the pt was not receiving medications due to leak in stopcocks. The pt was not harmed". Although add'l event and usage info, as well as the involved b4018 device was requested as of the date of this report, relevant info and the devices have not been returned.

Manufacturer narrative:
Method: a review of the mfg lot build database for the reported lot# 2696284 (mfg date 06/2013) showed (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the lot build. A two years review of the complaint database for this list #b4018 recorded no add'l reports. Findings: the involved devices/set-ups were not returned for analysis and verification. The exact cause(s) of the reported product experiences/issues are unk. This report and the associated info have been entered in the MFR's database for analysis and trending. Medsun report (B)(4) incorrectly identified baxter healthcare as the MFR. Upon review and assessment, baxter healthcare contacted and forwarded the medsun report to ICU medical.